Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she performed a control test and obtained a reading of 182 mg/dl at 2:46 p.m. On the contour next link 2.4 meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. The customer stated that the control reading was sent to her insulin pump and she was administered with insulin based on the reading. The customer felt fine after administration of insulin. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next test strips and contour next control solution from lot # 9bv2g49 for evaluation. The suspected contour next link 2.4 meter was not returned. In-house testing was performed using an in-house contour next link 2.4 meter with returned test strips and returned control solution, which gave a satisfactory performance. All control readings obtained during in-house testing were properly marked as control readings.